Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that patient's hip stem head disassociated from the stem.

Manufacturer narrative:
An event regarding stem disassociation involving a metal head was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection: although the device was not returned an image of the explanted device was provided. Some debris was observed on the surface of the metal head, the device was otherwise unremarkable. Medical records received and evaluation: a review of the provided information by a clinical consultant noted: there is a disassociation of the femoral head from trunnion with major substance loss of the stem taper. The stem has adequate size and position with stable fixation in the bone while the cup has correct inclination although cup anteversion is minimal to absent as evident by the straight line projection of the cup opening circle. As such, the root cause of failure for this pi case is an adverse combination of procedure related factors regarding cup malposition because related to surgical technique plus heterotopic ossification as mixed patient-related and procedure-related factor because surgery as such may act as a specific trigger but also genetic predisposition is present making some individual patients more at risk for ho. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review of the provided information by a clinical consultant concluded: catastrophic trunnion failure with disassociation of femoral head caused by an overload condition related to cup malposition and heterotopic ossifications all contributing to bony and/or device impingement with reduction in movement space of the hip with overload as adverse outcome. No further investigation for this event is possible at this time. Additional information, including operative reports, progress notes, additional x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that patient's hip stem head disassociated from the stem.